Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level was 600mg/dl. The customer's most current level was 240mg/dl. The customer was treated for the highs. Troubleshoot was conducted. The customer states the doctor was requesting pump replacement. The customer was advised the pump would be replaced per the doctor's request.

Manufacturer narrative:
The pump passed the delivery accuracy test.